Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed/abnormal bleeding (general),') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3, diabetes mellitus and sexually transmitted disease. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included ovarian enlargement, ovarian cyst, irregular periods, hematuria, abdominal pain upper, human papilloma virus infection, pap smear abnormal and adenomyosis. The patient also had a family history of diabetes mellitus. Concomitant products included hydrochlorothiazide (hctz) since 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced back pain ("back pain/left side back pain") and adnexa uteri pain ("right side ovary pain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/very heavy menstrual cramps can barely move during menstrual cycle"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) I experience blood clots during my cycle."), 1 year after insertion of essure. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal . Discharge") and oligomenorrhoea ("I hav had my cycle for 2-3 month at a time"). In (B)(6) 2012, the patient experienced bacterial infection ("bacterial infection") and bacterial vaginosis ("infection (other) - describe: bv"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced urinary tract infection ("uti"). In (B)(6) 2013, the patient experienced constipation ("gi conditions/gastrointestinal or digestive system condition type: constipation worse than ever"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("vaginal infect.,"), headache ("headaches"), bladder disorder ("bladder/urinary prob"), urinary tract disorder ("bladder/urinary prob") and ovarian cyst ("pain from ovarian cyst"). The patient was treated with antibiotics, ibuprofen, transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) and surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, urinary tract infection, vaginal infection, vaginal discharge, fatigue, constipation, headache, bladder disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia, bacterial infection, migraine, oligomenorrhoea, bacterial vaginosis, adnexa uteri pain and ovarian cyst outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, back pain, bacterial infection, bacterial vaginosis, bladder disorder, constipation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, oligomenorrhoea, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for uti, vaginal infect., vaginal discharge. Current weight 148 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) showed bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2011: 1. Normal uterus and right ovary. 2. Mildly enlarged left ovary. 3. 2.9 cm and 3.0 cm left ovarian cysts. Ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion. Everything looked ok. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed/abnormal bleeding (general),') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3, diabetes mellitus, sexually transmitted disease, uterine fibroid and endometriosis. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included ovarian enlargement, ovarian cyst, irregular periods, hematuria, abdominal pain upper, human papilloma virus infection, pap smear abnormal and adenomyosis. The patient also had a family history of diabetes mellitus. Concomitant products included hydrochlorothiazide (hctz) since 2018 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced back pain ("back pain/left side back pain") and adnexa uteri pain ("right side ovary pain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/very heavy menstrual cramps can barely move during menstrual cycle"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) I experience blood clots during my cycle."), 1 year after insertion of essure. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal . Discharge") and oligomenorrhoea ("I hav had my cycle for 2-3 month at a time"). In (B)(6) 2012, the patient experienced bacterial infection ("bacterial infection") and bacterial vaginosis ("infection (other) - describe: bv"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced urinary tract infection ("uti"). In (B)(6) 2013, the patient experienced constipation ("gi conditions/gastrointestinal or digestive system condition type: constipation worse than ever"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("vaginal infect.,"), headache ("headaches"), bladder disorder ("bladder/urinary prob"), urinary tract disorder ("bladder/urinary prob") and ovarian cyst ("pain from ovarian cyst"). The patient was treated with antibiotics, ibuprofen, transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) and surgery (essure removal and total abdominal hysterectomy with bilateral salpingectomy,left oophorectomy,extensive adhesiolysis). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, urinary tract infection, vaginal infection, vaginal discharge, fatigue, constipation, headache, bladder disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia, bacterial infection, migraine, oligomenorrhoea, bacterial vaginosis, adnexa uteri pain and ovarian cyst outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, back pain, bacterial infection, bacterial vaginosis, bladder disorder, constipation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, oligomenorrhoea, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for uti, vaginal infect., vaginal . Discharge. Current weight 148 lbs. Discrepancy noted in the date of removal (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) showed bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2011: 1. Normal uterus and right ovary. 2. Mildly enlarged left ovary. 3. 2.9 cm and 3.0 cm left ovarian cysts. Ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion. Everything looked ok.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change.mr receiveed- new reporter, medical history, rcc, concomitant drug, removal details were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed/abnormal bleeding (general),') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3, diabetes mellitus and sexually transmitted disease. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included ovarian enlargement, ovarian cyst, irregular periods, hematuria, abdominal pain upper, human papilloma virus infection, pap smear abnormal and adenomyosis. The patient also had a family history of diabetes mellitus. Concomitant products included hydrochlorothiazide (hctz) since 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced back pain ("back pain/left side back pain") and adnexa uteri pain ("right side ovary pain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/very heavy menstrual cramps can barely move during menstrual cycle"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) I experience blood clots during my cycle."), 1 year after insertion of essure. In december 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal . Discharge") and oligomenorrhoea ("I hav had my cycle for 2-3 month at a time"). In (B)(6) 2012, the patient experienced bacterial infection ("bacterial infection") and bacterial vaginosis ("infection (other) - describe: bv"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced urinary tract infection ("uti"). In (B)(6) 2013, the patient experienced constipation ("gi conditions/gastrointestinal or digestive system condition type: constipation worse than ever"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("vaginal infect.,"), headache ("headaches"), bladder disorder ("bladder/urinary prob"), urinary tract disorder ("bladder/urinary prob") and ovarian cyst ("pain from ovarian cyst"). The patient was treated with antibiotics, ibuprofen, transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) and surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, urinary tract infection, vaginal infection, vaginal discharge, fatigue, constipation, headache, bladder disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia, bacterial infection, migraine, oligomenorrhoea, bacterial vaginosis, adnexa uteri pain and ovarian cyst outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, back pain, bacterial infection, bacterial vaginosis, bladder disorder, constipation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, oligomenorrhoea, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for uti, vaginal infect., vaginal . Discharge. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) showed bilateral occlusion. Ultrasound pelvis - on (B)(6) 2011: 1. Normal uterus and right ovary. 2. Mildly enlarged left ovary. 3. 2.9 cm and 3.0 cm left ovarian cysts. Ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion. Everything looked ok. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: plaintiff fact sheet received : case category updated to serious incident. Reporter information and essure removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.